Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a replace battery now alarm from the insulin pump. The customer's blood glucose reading was 262 mg/dl. The customer stated that the battery in use is aa alkaline battery. The customer stated that the alarm occurred less than 10 hours from low battery. The customer was advised to insert new energizer battery. The customer stated that the battery cap is okay. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No replace battery now alarms were noted. The pump was received with minor scratches on the lcd window and case.